Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had the stimulator put in and the leads broke or something. It was reported that ¿they fixed them¿. It was unknown when this occurred and there were no symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was from the health care professional (hcp) on (B)(6) 2017 reporting that they did not have information regarding the first lead break.